Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An advanced stapler log review was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, the logs show a sureform 60 stapler instrument (part #480460-09, lot #k13240516-0365) was first installed 2 times, and fired 2 blue sureform 60 reloads. On both installs, the first clamp was successful, and the firings were completed with no pauses for compression. Next, the logs show a sureform 45 stapler instrument (part #480445-4, lot #l12230119-0657) was installed 1 time and fired 1 blue sureform 45 reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. Next, the sureform 60 stapler instrument was re-installed 2 more times, firing 2 additional blue sureform 60 reloads. On both installs, the first clamp was successful, and the firings were completed with no pauses for compression. There were no stapler related errors in the msc logs. Refer to medwatch report (MDR) with MFR report number 2955842-2024-19589 for additional information regarding the blue sureform 60 reload. Refer to medwatch report (MDR) with MFR report number 2955842-2024-19587 for additional information regarding the vessel sealer extend (vse) instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that after completion of a da vinci-assisted right hemicolectomy procedure, the patient experienced bleeding requiring subsequent procedures. The initial robotic procedure was completed with no intraoperative complications and no reported issues with any da vinci related products. On post-operative day #1, the patient underwent an exploratory laparoscopy as a result of bleeding that was identified after a CT scan. The bleed was identified from the omentum where the surgeon had reportedly used the vessel sealer extend (vse) instrument. The patient was then brought back on post-operative day #6 for an exploratory laparotomy with revision of the ileocolic anastomosis diverting ileostomy creation and drain placement due to staple line dehiscence found at the ileocolic anastomosis site. The patient is currently still hospitalized.